Event description:
It was reported that patient (lung cancer, stage 4) was being weaned off oral medications while increasing pump dose. Patient then ran out of oral medications, unsure of cause and was taken to the ER "somewhat unresponsive, confused, and loss of bladder function". Pump was then programmed to minimum rate. Healthcare provider (hcp) was wondering whether this could be underdose of overdose symptoms. Toxicology reports showed very little opioid in his system. Patient's wife wanted the device explanted. Drug delivered via the device were hydromorphone 5mg/ml, 0.6mg/day and bupivacaine. It was later reported that none of the physicians thought there was anything wrong with the pump; patient's dose had been increased from 0.5 to 0.6 12 days prior to these symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received stated that pump was not working and the catheter either had migrated out or was torn. It was later reported that the catheter seemed to be leaking at the back where the 2 piece catheter connects. Patient was being sent for a catheter revision.

Manufacturer narrative:
(B)(4).